Event description:
It was reported that the sponge was found to be completely out of the minicap and loose inside the foil packaging. The issue was noted during the setup for therapy. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 30 of 30.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.